Event description:
On (B)(6) 2013, distributor, received a service call from a medical center for a bed that reportedly emitted "smoke" after hearing a "pop" sound. The subject bed was returned to the company for inspection which revealed the bed's power cord had been crushed and punctured. No injuries reported.

Manufacturer narrative:
Upon a thorough investigation by distributor, MFR, and user facility, it appears the power cord was improperly routed between moving members of the upper bed frame. Prior to the event, the pt had been moved to multiple rooms within the hospital. Caregivers were operating the bed when the event occurred. No injuries were reported.